Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The reported purge disc not detected issue could not be reproduced. There was no issue found during the case. The device functioned/operated to specification. In accordance with updated procedures, section d1 has been revised from the initial submission.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) purge disc appeared loose inside its slot causing a "purge disc not detected" alarm. The aic was exchanged. There was no report of harm.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer; and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.